Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii (hm ii) left ventricular assist system (lvas), serial number (B)(6) and the report of elevated lactate dehydrogenase (ldh) levels could not be conclusively determined through this investigation. It was reported that the patient was being evaluated in clinic on (B)(6) 2024 for elevated lactate dehydrogenase (ldh) levels. They had intermittent flow and power elevations on device interrogation. Review of the submitted log file appeared to capture the pump functioning as intended at the fixed speed. No notable events or alarms were observed. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists hemolysis as an adverse event which may be associated with the use of heartmate ii lvas. The hm ii lvas IFU also contains information regarding pump speed, power, and flow. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of threatened pump thrombosis and elevated ldh and power were reported under manufacturer report numbers: 2916596-2023-08344, 2916596-2022-01704, 2916596-2021-03374, and 2916596-2021-03368. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient, with a history of threatened pump thrombosis, was being evaluated in clinic on (B)(6) 2024 for elevated lactate dehydrogenase (ldh) levels. They also had intermittent flow and power elevations on device interrogation. There were no unusual events recorded in the log file event history.